Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, it was noted that the patient has a history of leg and arm thrombosis. The reported event cannot be confirmed. However, it is likely that patient and/or procedural related factors caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The device is expected to be returned for evaluation; however, it has not been received this time. Edwards lifesciences will continue to monitor all reported events. If the device is received or any new information is obtained, supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that this valve was explanted after an implant duration of twenty-two (22) days due to thrombosis on all three cusps and the aortic sinus demonstrated on echo. Another edwards valve was used in replacement. As reported, the patient had leg and arm venous thrombosis years ago. It was unknown if the patient had pre-existing coagulopathy issues. The patient was treated with heparin post-avr and developed heparin-induced thrombocytopenia (hit). The patient is noted as to be well.

Manufacturer narrative:
The report of thrombosis was confirmed. Minimal thrombotic-like material was observed on the outflow aspect of the valve. X-ray demonstrated wireform intact and frame expanded. A non-transmural damage was observed on leaflet 1 near commissure 1. Serrated markings were observed on leaflet 3 near commissure 1. Two sutures remained attached on the sewing ring, near two of the black stitch markings.